Manufacturer narrative:
No product was returned for this complaint. Extended investigation was performed and determined that there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A customer received the "check sensor" message and subsequently, was unable to obtain scan the adc freestyle libre sensor. Additionally, the customer did not experience any glycemic symptoms at the time of the scan but had contact with an hcp who obtained a blood glucose of 200 mg/dl on an unspecified meter. The customer self-treated with 30 units of levemir and was additionally treated with unspecified units of the long-acting insulin and metformin hcl 500 mg by the hcp. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported product is not expected to be returned as the customer discarded the sensor. A follow-up report will be filed if product is returned or additional information is obtained. The date of event is unknown. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received the "check sensor" message and subsequently, was unable to obtain scan the adc freestyle libre sensor. Additionally, the customer did not experience any glycemic symptoms at the time of the scan but had contact with an hcp who obtained a blood glucose of 200 mg/dl on an unspecified meter. The customer self-treated with 30 units of levemir and was additionally treated with unspecified units of the long-acting insulin and metformin hcl 500 mg by the hcp. There was no report of death or permanent injury associated with this event.